Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Record is for unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, b1, b5, b6, d4, d6a, g2, h4, h6

Event description:
Patient reported unknown side rupture. Healthcare professional later confirmed left side rupture. Device remains implanted.